Manufacturer narrative:
Manufacturer's investigation conclusion: the reported events of the universal battery charger (serial number: (B)(6)) producing a hissing sound and sparking within the housing were not able to be confirmed through this evaluation. It was communicated that there was no harm as a result of these reported events. The charger was not returned to abbott for further analysis, and the customer indicated that the device had been disposed. The root causes of the reported events could not be conclusively determined. Review of the device history record for the universal battery charger, serial number (B)(6), showed the device was manufactured in accordance with manufacturing and qa specifications. The heartmate universal battery charger instructions for use (IFU) instructs users to not use a damaged ubc, and to obtain a replacement if necessary. Section 6.0 routine inspection and cleaning within the IFU instructs users to check the ubc for damage at least once per week. Heartmate ubc instructions for use (IFU) provides an overview of how to use and care for the ubc. Section 5 ¿monitoring performance¿ covers all faults, including charger pocket faults, and the actions to take when a fault occurs. Heartmate 3 instructions for use section 7 ¿alarms and troubleshooting¿ and heartmate 3 patient handbook section 5 ¿alarms and troubleshooting¿ cover all alarms, including faults that occur on the ubc, and the actions to take if the faults do not resolve. Do not use a damaged or defective battery charger until it is repaired or replaced. Until there is a safe and reliable way to recharge batteries, use the heartmate power module or mobile power unit to power the heartmate system (detecting faults with the entire charger). The battery charger requires planned maintenance at least once every 12 months for the best possible operation. Planned maintenance includes (but is not limited to) a functional check of the device and cleaning/inspecting all internal connections. Service and maintenance of the battery charger should be performed only by service personnel who are trained by abbott (powering the system). This information is included in the yearly checklist as well. The heartmate 3 patient handbook and heartmate 3 instructions for use also cautions the users to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. No further information was provided. The manufacturer is closing the file on this event.

Event description:
It was reported that during routine follow up visit, the patient reported that a "hissing" sound came from the universal battery charger. Visual inspection of the ubc revealed a possible sparking inside the housing of the ubc. The ubc was decommissioned and the patient received a new unit.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is completed.